Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Removal of skyline plate and screws due to poor placement by previous surgeon. One of the screws was placed into the disc space. Plate was removed and new plate was applied. Did not have the skyline instruments available to remove the plate. Screws and plate were removed completely by utilizing the t15 driver from synapse.